Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A device history review was conducted and it was found that the manufacturing records were reviewed and no complaint related issues were found. Manufacturing investigation found that the synfix implant holder is broken off. The exact cause of this occurrence is undetermined. The fracture face is homogenous which indicates material conformity. The complaint is indeterminate from a manufacturing standpoint. Device(s) listed in this additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that during an anterior posterior lumbar interbody fusion procedure the surgeon put the synfix-lr implant holder and elected to remove the implant from the holder. The implant holder broke off of the implant. The surgeon used another holder and implant to complete the procedure. There was no impact to the patient. This is report 1 of 1 for complaint (B)(4).